Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated and remote service was offline. The customer attempted to recover the storage, but the station glitched. Upon reboot, the station displayed a black screen. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in black screen. A field service engineer (fse) identified that the station became stuck in a windows update, completing only (B)(4). Multiple attempts were made to delete update files and reboot the device, but the issue persisted. The device had originally been rebooted due to a drawer failure, which led to the update problem. After several unsuccessful recovery attempts, it was determined that a new hard drive and all in one (aio) were needed. Fse then reimaged the station, software was loaded, and remote support service (rss), component manager, and sync were completed. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.